Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call lost sensor alarm and blood at site. Customer advised they have 2 sensors that do not connect to the insulin pump. Troubleshooting for lost sensor was performed. Customer advised the insulin pump did not communicate with the transmitter. Customer advised there was no cannula on the sensor when they removed it. Customer advised there was blood at the site but they did not want to troubleshoot the issue. Customer was advised replacement sensors will be sent out.